Event description:
It was reported that a malfunction alarm occurred, displaying a code identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer did not report the malfunction within the last 24 hours, but technical support provided information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue arose again.